Event description:
It was reported while using an unspecified bd intravascular administration set air bubbles formed. There was no report of patient impact. The following information was provided by the initial reporter: we seem to be having real struggles with air in the IV tubing. I have reviewed the priming process and there seems to be nothing consistent about air being in the tubing. It can be on day two of initiation of line or initially, there doesn't seem to be a consistent theme. We have also had leaking from a crack underneath the drip chamber.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using an unspecified bd intravascular administration set air bubbles formed. There was no report of patient impact. The following information was provided by the initial reporter: we seem to be having real struggles with air in the IV tubing. I have reviewed the priming process and there seems to be nothing consistent about air being in the tubing. It can be on day two of initiation of line or initially, there doesn¿t seem to be a consistent theme. We have also had leaking from a crack underneath the drip chamber.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 19-may-2023 h6: investigation summary one sample was submitted for quality investigation. The customer complaint of air bubbles / air in line complaint was verified by inspection. The sample infusion set was first visually examined. A large tear in the infusion set tubing below the drip chamber was identified. Priming of the infusion set showed leaked from the tear under the drip chamber, and fluid that was able to reach to the other tubing after the large tear showed indications of air in line due to the large tear. The lot number for this investigation was reported as unknown. The root cause for the failure seen in the sample looks to be an excess amount of solvent at the junction between the tubing and the lower drip chamber, and poorly coiled product during the packaging process. This excess amount of solvent combined with improper coiling of the tubing can create kinks in the tubing that will remain in the tubing even after uncoiling the product, creating possible tears allowing air in the tubing. Updates to the solvent application process and packaging procedure were made in order to correct this issue.